Event description:
A customer reported that their insulin pump was displaying a different fill estimate than expected, with a static value of 45 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this issue could occur due to a large variance in measured pressures affecting the calculation of remaining insulin. They assured the customer that once the insulin remaining matched the static display, estimates would resume normally. Cts replaced the pump. Customer reverted to an alternative method of insulin therapy.